Event description:
It was reported that the patient felt intermittent stimulation from their device. The patient also had a scabbed area on the low back, and wondered if this may be a sign of lead erosion with the interstim lead. The patient was re-directed to their physician. Additional information has been requested.

Manufacturer narrative:
(B)(4)